Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts in the mid-section were lifted from their crimped stent positions. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts were caught on calcification during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-jan-2021. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.